Event description:
Staff prepping for a coronary artery bypass grafting (CABG) when removing the octopus¿ nuvo tissue stabilizer, the device would not detach as intended. A new device was obtained and no further issues regarding the case or performance of the new device. Obtaining the second device was a nominal delay, it was near by. No harm to the patient.